Manufacturer narrative:
The insulin pump was received with no button response due to j2 lcd keypad connector unlocked. We were unable to test for no delivery alarm due to no button response. The insulin pump was received with a cracked case at display window corner, reservoir tube lip, and a minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 248mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.